Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2018. (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis; further described as ¿sterile peritonitis¿. The cause of the breach in aseptic technique was further described as ¿inadequate clean hands which caused the peritonitis¿. On an unreported date, the patient began treatment for the peritonitis with unspecified intraperitoneal (ip) antibiotics (doses, frequencies, and routes were not reported). It was reported that the patient did not respond to the ip antibiotic treatment therefore, (in the same month as onset) the patient was hospitalized to undergo intravenous antibiotic administration (no further detail). On unspecified dates, the patient¿s pd catheter (non-baxter) became dysfunctional, the catheter was removed, the patient was switched to hemodialysis and was discharged from the hospital. The outcome of the peritonitis was not reported. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.